Event description:
It was reported that the device became stuck on the wire. A 1.50mm rotapro and rotawire were selected for use in a percutaneous coronary intervention procedure. During the procedure, the physician had difficulty wiring the vessel and was unable to advance the burr into the vessel. Upon removing the rotapro from the vessel, the rotapro was unable to be removed from the rotawire. It was discovered the wire was stuck in the system. A new rotapro and rotawire were used to complete the procedure successfully. No patient complications were reported.